Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the stimulator was explanted 4 months after it was implanted since it did not work for her. No further complications were reported.